Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective surge suppressor pcb that was removed and replaced to correct the malfunction. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 2800 uroview fluoroscopy system would not boot up.